Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling. The two supera devices referenced are being filed under separate medwatch MFR reference numbers. (B)(4).

Event description:
It was reported that the patient had an allergic reaction about 3 weeks after an absolute pro self-expanding stent system (sess) and two 5.5x115mm supera sesss were implanted on (B)(6) 2015. There is swelling and itching in various places on the body. Medications have been stopped, and benadryl was recommended by the physician. Severe headaches have recently started, and prednazone was prescribed. The symptoms started to return when prednisone course was terminated, and have been getting worse. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that the patient tested positive for allergy to supera stents.